Event description:
The customer stated that the potassium quality control results recovered out of range and the potassium calibration slope was low upon using the clinical chemistry ict calibrator, lot # 0505017. The issue was resolved by using a different ict calibrator with a different lot #. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.